Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2013. Per the clinic, the device is not available for analysis. This report is filed november 29, 2013.

Manufacturer narrative:
(B)(4).